Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: device patch lot number 1766711, red particles in the shell. Creases fold, opening on radius. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Distributor reported "ruptured left breast implant. Diagnosed by usg." Device has been explanted and replaced with a non-allergan device.

Event description:
Email received 02apr2021 from (B)(6) (hammermed, distributor, poland) forwarding completed product field note and adverse event described as : "ruptured left breast implant. Diagnosed by (B)(6) . Pfn sent in the attachment. The implants replaced to implants another company. Complaint received on: 14th october 2020" (see attached).

Manufacturer narrative:
Supplemental medwatch being sent to correct error in g3 of previously submitted report.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling. Reason for operation: rupture.

Event description:
Healthcare professional reported "ruptured left breast implant. The device was explanted and replaced. This record is for the left side.